Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of the right ventricle on the right atrial that led to an inappropriate atrial tachy response (atr) event. Impedance measurements remain within normal limits. The device remains in service. No adverse patient effects were reported.